Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked during use. The following information was provided by the initial reporter: leakage of liquid through the piston: lack of tightness of the seal. Imposing the removal of this batch of syringes.

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1907502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907502 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50 ml luer-lok syringe leaked during use. The following information was provided by the initial reporter: leakage of liquid through the piston: lack of tightness of the seal. Imposing the removal of this batch of syringes.